Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the instrument was partially applied with two remaining clips. The distal end of the channel cover was intact. Microscopic inspection of the jaws revealed acceptable jaw co-planarity. A fully formed clip, and an unformed clip were jammed in the jaws. Functional testing found that the two jammed clips were removed. The remaining clips were fired on test media with proper formation. The jaw and handle moved smoothly through the firing cycle and returned to the open position. Each remaining clip loaded properly in the jaw. When the cartridge was empty, the interlock engaged and prevented the jaws from approximating. It was reported that the clips did not load properly. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue may occur when the instrument was fired in air and not ensuring the fired clip was removed from the jaws prior to firing the next clip causing the clip to misload into the jaws during application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: prior to squeezing the handle to place a clip, confirm that it will be positioned free of other clips and other obstructions. Firing a clip over a clip may result in bleeding, lack of hemostasis, and or damage to the instrument jaw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a oral cavity, pharynx radical surgery and microsurgical plastic surgery, the clips were not loading properly, some of the clips were ejected crosswise, one of the clip was shot partially in which no clip was ejected for all 3 device. Another device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: 133650, 133650 premium surgiclip iii 9.0 (lot#;p3f0176), 133650, 133650 premium surgiclip iii 9.0 (lot#;p3f0176) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.